Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an edwards surgical valve of unknown size & model underwent a valve-in-valve procedure after an implant duration of approximately 12 years due to aortic regurgitation. The tavr was performed with a 23mm edwards transcatheter heart valve was implanted and completed with successful outcome. No additional details were provided.

Manufacturer narrative:
Additional information was received from the customer and the following sections were updated.

Event description:
It was reported that this patient with an edwards surgical valve of unknown size and model underwent a valve-in-valve procedure after an implant duration of approximately 12 years due to severe aortic stenosis and regurgitation. The tavr was performed with a 23mm edwards transcatheter heart valve. The valve was successfully deployed. Transthoracic echo showed trace perivalvular leak. The pigtail catheter was then positioned above the aortic valve and a final aortic root angiogram was performed that showed trace perivalvular leak. There were no complications noted. The patient tolerated the procedure well. The patient was discharged home on pod #1 in stable condition.